Manufacturer narrative:
This lead was returned intact to boston scientific's post market quality assurance laboratory, having been severed during the explant procedure. Visual examination also noted that the helix mechanism was in a retracted position. Dried blood was noted around the helix. Subsequent testing, performed did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular channel. Reprogramming and troubleshooting options were discussed and recommended. The plan is continuing to be monitored. The patient was brought to the clinic and reprogramming efforts were performed. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. While the ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right ventricular channel. Reprogramming and troubleshooting options were discussed and recommended. The plan is continuing to be monitored. The patient was brought to the clinic and reprogramming efforts were performed. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. While the ICD remains in service. No additional adverse patient effects were reported.